Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient took ill three days after refill. The patient may have been more spastic, though it was also noted that the patient had fallen and ended up in the hospital with "flaccid upper extremities" two days prior to report. It was stated that the patient was "worked up for cervical injury", though the meaning of such was unclear. At the time of report, the patient was intubated with unstable vital signs and severe hypotension. It was stated that the symptoms were consistent with baclofen withdrawal or clonidine overdose. There had been no pump alarms. The pump was emptied by the physician and refilled with gablofen. Two days later, it was reported that the patient was "a little better". Three days after that, it was reported that the patient was found to be septic, which was the cause of the patient's illness. Initially, the drugs in the system were gablofen, clonidine, and marcaine.